Event description:
The end user alleges they were standing in an elevator going to their apartment. The end user stated they cannot fit in the elevator while sitting in the unit becuase pt and the unit cannot fit. The end user stated the elevator jerked causing the legrest on the unit to bump pt resulting in a fall. The end user sustained a fracture to left leg.